Event description:
It was reported that a ventilator was not functioning properly. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).